Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. It was reported that the patient experienced two wearable failures and two deployment issues. On (B)(6) 2026, the patient attempted to insert a new sensor in her arm, but the applicator failed to deploy. She tried a second sensor, but the same issue occurred. With no additional sensors available on hand, she was unable to monitor her blood glucose levels. Later that evening, she became confused and appeared unwell, prompting her daughter to call ems (emergency medical services). She was transported to the hospital by ambulance, evaluated in the emergency room (ER), and admitted to the intensive care unit (ICU) for treatment of diabetic ketoacidosis (dka). She was discharged in stable condition the following morning, (B)(6) 2026. The patient did not provide details regarding other methods to monitor glucose at home, the length of time she was without a functioning sensor, or diagnostic testing and treatments administered by ems or in the ER or during hospitalization. Despite multiple outreach attempts, no further information was obtained. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.